Event description:
The hpc reported that the pt was experiencing frontal lobe seizures, numbness of the ace, and "blackouts for 2 - 3 hours." No device troubleshooting was performed. The pt was referred to a neurologist and placed on anticonvulsant medication. The pt outcome was not reported.